Manufacturer narrative:
(B)(4). The pump passed the displacement test and self test. However, hardware low level failure alarm and insulin pump error alarm confirmed in the pump history due to broken trace at u1 keypad assembly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had multiple pump error alarm at the time of self test. Customer was able to successfully clear the alarm. Customer was able to complete rewind. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.